Event description:
It was reported that the patient was out for a long run and about 40-50 minutes into it they received a shock. Interrogation revealed the shock was inappropriate and due to t-wave oversensing (twos). Sensitivity was adjusted and the patient was scheduled for a treadmill test. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 implantable pacing lead (B)(6) 2006. (B)(4).